Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle did not retract all the way. This was discovered after use but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no: 381434 batch no: unknown. It was reported that needle did not retract all the way. Description summary: needle did not retract all the way.

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle did not retract all the way. This was discovered after use but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no: 381434, batch no: unknown. It was reported that needle did not retract all the way.